Event description:
A caller reported an issue with their continuous glucose monitor (cgm) showing error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through resetting the pump, effectively resolving the error, and the caller successfully started their sensor session.